Event description:
Clinical adverse event received for trochanteric bursitis pain right hip. (Right knee) (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).